Event description:
The tech alleged that the pt position module would not alarm until he was completely out of the bed with the bed armed in the bed exiting mode. No injuries reported.

Manufacturer narrative:
The tech checked the bed several times after the alleged initial complaint and has not been able to duplicate the issue.